Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received replace battery now alarm. Customer's blood glucose level was 16mmol/l. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer declined troubleshooting for high blood glucose level. Customer stated that she had spoken to the doctor and injected herself manually. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss noted during testing.